Event description:
Device 1 of 3. Reference MFR report#1627487-2018-13404. Reference MFR report#1627487-2018-13405. It was reported that the lead diagnostics revealed high impedances on the contacts. X rays confirmed extension was pulled from the header of the ipg. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the extensions were replaced electively because the lead was disconnected and fluid invasion was a concern. Reportedly, stimulation was restored post-operatively.